Event description:
It was reported that following an MRI scan, the longevity of the device was observed to be incorrect due to a diagnostic anomaly. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.